Event description:
Customer reported that she had blood glucose of over 400 mg/dl and her insulin pump was not working correctly. Customer stated that the insulin pump had reoccurring motor error, is stuck in the reservoir setup screen and was unable to clear the alarms. Customer stated that she treated with 9.0 units manual injection. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).